Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, a generator error message appeared. Specifically, a "catheter electrical current error #2000" was encountered. The error occurred when attempting to apply in the right superior pulmonary vein (rspv). Troubleshooting steps included replacing the catheter interface cable and attempting application in different locations, but the error persisted. Eventually, replacing the catheter resolved the error. The case was completed without any patient symptoms or complications, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012552876 and data files were returned and analyzed. Data files containing log files corresponding to the case event date were received. A persistent system error 2000 was received indicating an electrical catheter current error was received. Visual inspection was carried out. The catheter was found to be intact with no visible issues. The steering function is normal, allowing approximately 170° rotation of the distal catheter tip in both directions. The slide function is as expected, and the capture device's shape appears typical without unusual features. However, it was noted that the shaft at the handle tip appeared broken, and the braided section of the shaft was visible to the naked eye. The catheter connected seamlessly to a test catheter interface cable (cic), with both latches fully engaging to ensure a secure connection. The slide control operated as anticipated without issues. When fully advancing the slide control to extend the guidewire lumen, no kinks were observed, ind icating proper functionality and alignment of the steering and slide mechanisms. The catheter was successfully reprogrammed and connected to the generator via a test cic, with successful therapy deliveries. The hipot test confirmed the integrity of the electrode w ires' insulation, and electrical continuity testing showed that the electrode wires were intact, with no detachment or breakage. In conclusion, the catheter failed the return product inspection due to the shaft of the handle tip being broken and the braid being visible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.